Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the size 8.0 inner cannulas were reportedly falling out and not clicking into size 8.0 trach. The event occurred during quality control testing at supply room on unused equipment. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - expiration date: corrected. H6. Medical device problem, component and evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.